Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
The patient has bi-lateral oxinium knees and was referred to clinic by the implanting surgeon because of skin discolouration below the knees black dots. They took a biopsy from the patient and say it did not look like metal, and they tried to do an edex to confirm but there was not enough material. They are going to perform a second biopsy on the patient.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
They did perform a second biopsy and completed edax on that biopsy. The results showed no indication of metal or metal particles.